Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed skin flap infection since (B)(6) 2025. Subsequently, the patient was hospitalized (date not reported) in order to be treated. The device was explanted on (B)(6) 2025.